Event description:
It was reported that left ventricular lead insulation damage was discovered during generator change out procedure on (B)(6) 2019. Set screw of the lv port in the device header was also noted to be stripped. Lead was capped and replaced during procedure. Device was also explanted and replaced. Patient was stable.

Manufacturer narrative:
The field event of a set screw anomaly was confirmed. The lv set screw was found to be damaged and all set screws had silicone in their hex cavities. The silicone found inside the lv set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped).